Event description:
The contact reported that the customer said the pump was acting "weird" and that it "only had 2hrs worth of insulin left." The contacted alleged the pump did not hold enough insulin for the customer's needs. Contact declined troubleshooting. There was no reported impact to the customers blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.